Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Block sheared off just above weld on left side. Product received expanded evaluation. The expanded evaluation report states: visual inspection- one of the hinge seat brackets was sheared just above the weld. The other bracket was in good condition. Functional observations- functional testing was not able to be performed on the item due to the fact that only the seat frame was returned. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the seat frame being broken by a weld. Complaint of "seat frame is broken" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Block sheared off just above weld on left side. Product received expanded evaluation. The expanded evaluation report states: visual inspection- one of the hinge seat brackets was sheared just above the weld. The other bracket was in good condition. Functional observations- functional testing was not able to be performed on the item due to the fact that only the seat frame was returned. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the seat frame being broken by a weld. The provider states the seat frame is broken. The provider states the end user didn't know how this issue occured but states it was a break by the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the seat frame is broken. The provider states the end user didn't know how this issue occured but states it was a break by the weld.